Event description:
As reported by hospital, two vision stents were deployed. After the 3rd vision stent was deployed, pressure was decreased on the encore inflation device; however, the gauge did not register the decrease in pressure. There was no pt injury or complications and the procedure was completed with another encore device. The used device was disposed of by the end user hospital.

Manufacturer narrative:
Although the used device has been discarded by the end user, and will not be returned for evaluation, an investigation will be performed. Upon completion of the investigation, a follow-up medwatch will be submitted.